Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via (B)(6) transmission, right ventricular noise reversion was observed. Noise from external source was suspected. Programming change was made. The patient¿s condition was stable.